Manufacturer narrative:
(B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2017. According to the complainant, the patient experienced intense pain in the leg and left hip after the procedure. Subsequently, the patient was not able to walk for a few weeks and then it was very painful.